Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 210 h dialyzer. During treatment an external blood leak was observed around the dialyzer and blood tubing connection. Lt is unknown if the blood in the extracorporeal circuit was returned to the patient or not. There is no adverse event or serious injury reported.